Manufacturer narrative:
The events of "nodules" and "tenderness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected in the cheek and chin area with juvéderm voluma® xc. About 4 months later, the patient presented nodules in the cheeks and chin and tenderness in the chin. The patient was injected with hylenex into the nodules 3 days later. On this date, the patient was also treated with medrol dose pack. The patient will undergo serial injections of hylenex to dissolve nodules. The symptoms have not resolved.